Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 342 mg/dl and 92 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up MDR will be sent upon completion of the evaluation.

Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of increased intra-peritoneal volume (iipv) / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4414ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse she was not aware of this event as the patient did not report any symptoms of overfill. The patient has resumed therapy without patient injury or medical intervention.

Event description:
Customer reported on (B)(6) 2010, a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 7 of 10.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. The assignable cause of the iipv was insufficient drain caused by use error as there was an inappropriate bypass of the initial drain and/or insufficient drain due to use error because drain was bypassed. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.